Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a fiber optic failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, & investigation conclusions), h11 a getinge field service engineer (fse) clean fiber optic lance run fiber optic test several time. Fse advice to customer that if unit is not in use leave fiber optic cover, so dust will not harm lance. Fse performed calibration, functional testing and safety check to factory specifications and returned to the customer and cleared for clinical use. No patient involvement and no harm reported.